Event description:
Boston scientific received this device for laboratory analysis approximately 16 years post explant. A review of boston scientific's internal complaint history, confirmed this product had originally been explanted approximately one month post implant, due to infection. No additional adverse patient effects were reported and no further information received. At the time of explant, it was unlikely the product would be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, engineers confirmed the device data was insufficient, due to battery status. As the original complaint of explant was due to infection with no functional performance anomalies reported, no destructive testing was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.